Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2019 with the following findings:.during investigation, according to the total daily dose (tdd), the basal history for the pump was delivering the programmed basal rate until end of use (B)(6)2019.2. Tdd adds up correctly the basal program. The pump was returned with a cracked battery compartment above grip , cap is able to fully tighten. The pump passed all required testing for delivery accuracy . Black box shows no evidence of delivery malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Hold fot fs 11-19-19the device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.